Event description:
The decedent was a long term patient at fair acres who reportedly slipped out of her restraints and was found in a hanging position with the restraint forming a ligature around the neck. The decedent is reported to have a history of huntington's chorea with dementia. Similar devices were being used at this timedevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: other. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.